Event description:
A customer from the united kingdom alleged discrepant results with the ventana pd-l1 (sp142) assay. Note, the exact number of alleged samples is unknown. Per the customer, samples were initially negative and during repeat, positive results were generated. The results were reported to the physician. No harm or injury is alleged.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Initial reporter name and address: facility name truncated due to character limit: (B)(6).

Manufacturer narrative:
In this case, the reagent lot number was not provided, however, roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots.